Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report c-34 was often popping up. Tse checked logs and confirmed the error. Restarting of erbe generator did not help and customer confirmed that the erbe was connected to a well-grounded, dedicated power outlet and cautery cables were separated. Changing monopolar socket also made no difference. Due to the persistent nature of the error customer was using an external iesu generator to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu.

Event description:
Refer to h11 for follow-up information.